Event description:
Per written report: one incident in which "customer note states: please note the blue thread in this IV set-up used jan 20th, 1999. It is located just above the pink tape. It was on a central line on a baby when the nurse noticed the filament moving through the set-up." No patient compromise reported.